Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10

Event description:
It was reported that the non-patient end needle was missing from the bd ultra fine¿ pen needle when the tear off label was removed during use. Additionally, when the tear off label was removed, plastic remained on the edge of the plastic hub. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported missing needle on non patient end when she removed the tear off label. " "consumer also reported when she removes the tear off label, plastic remains on the edge of the plastic hub. It has happened within a last 2 weeks." "Consumer uses the new needle each time of her injection. She visually tests the needle to see if it is straight."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle was missing from the bd ultra fine¿ pen needle when the tear off label was removed during use. Additionally, when the tear off label was removed, plastic remained on the edge of the plastic hub. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported missing needle on non patient end when she removed the tear off label." "Consumer also reported when she removes the tear off label, plastic remains on the edge of the plastic hub. It has happened within a last 2 weeks." "Consumer uses the new needle each time of her injection. She visually tests the needle to see if it is straight."